Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient developed an umbilical hernia coincident with peritoneal dialysis therapy. The cause of the hernia was unknown. The patient was not hospitalized for the event. The hernia was reported to have developed following the start of peritoneal dialysis therapy and worsened as a result of therapy. Peritoneal dialysis therapy was temporarily discontinued for four months. The patient underwent hernia repair surgery and was reported to have recovered from the hernia event. At the time of this report, the patient was back on peritoneal dialysis therapy. Additional information is not available at this time.

Manufacturer narrative:
(B)(4). It was reported during follow up that the patient experienced inguinal hernia and umbilical hernia. It was reported that on an unknown date several months ago, the patient had both hernias repaired surgically (exact date unknown). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.